Event description:
It was reported to philips that there was power outage, system was unable to power on. The device was in clinical use at the time of reported event. The procedure was completed as planned using an alternate system. No harm was reported to philips. Philips has started an investigation of this complaint.